Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the output for the capacitor fell below product specifications. There was no patient involvement.